Manufacturer narrative:
(B)(4)

Event description:
This is a case report received through baxter (B)(4) afterhours service. It was reported from the home patient (hp) that the homechoice (hc) sounded a system error 2240 (air in line) alarm during dwell 6 of 6. The hp was connected to the machine. The clamps were open on unused supply lines. The technical service representative (tsr) had the hp cycle power. The hp will inform renal nurse. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.